Manufacturer narrative:
Follow-up #1: date of submission 10/28/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/16/2013 with the following findings: the pump powered on and the display screen was blank. The pump cover was removed and the display screen was replaced with a new screen for testing. Once completed, the contrast returned to normal. Investigation determined that an issue with the display flex was the cause of the blank screen.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the pump display screen gradually became dim and did not improve with a contrast adjustment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.